Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received slowly to prime as well as act and up button was sticks. Customer¿s blood glucose level was unknown. Customer stated that frequent battery changes and scratched screen. The device will not be returned for analysis.